Event description:
A device report from (B)(6) indicated a hospital in the (B)(6) reported: during a procedure the pfna broke at the pfna blade at insertion. No further information is available. This is 2 of 2 reports for this event.

Manufacturer narrative:
(B)(4): the manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going.(B)(4): placeholder.

Manufacturer narrative:
Additional information. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation coordinated by synthes europe. Report received indicates the dimensions of the pfna and the pfna spiral blade were checked (as far as measurable) and found to be in accordance with the technical drawing of the producer and ao/asif specifications. The examination of both implants showed no deviation from normal conditions or rather any irregularity of the production process. Because of the graded edges of the crack initiation zones of the pfna implant, it was not possible to detect the explicit source of crack initiation of the pfna. Based on the results of the investigation, especially because of the damages on the pfna spiral blade, we assume that the mechanical damages of the pfna were not the chief cause of failure. However, in general, mechanical damages on the surface, especially in areas with high stress, act as a stress riser (notch effect) and lead to crack initiation. The titanium alloys are notch sensitive. Based on the structure of the nails fracture surfaces, we can conclude that the failure of the investigated pfna was promoted by dynamic bending moments which led to overload and material fatigue. The pfna spiral blade showed also graded edges and strongly abraded fracture surfaces with partly material smearing. Based on the orientation of shearing dimples it is assumed that the cutting edges of the spiral blade fractured during turn in of the spiral blade. No evidence of material of manufacturing defects could be found.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system. Placeholder.